Event description:
It was reported that the patient had bruising around the implantable pulse generator (ipg) site, accompanied by redness, pain, and discomfort. Additionally, the patients wound at the ipg site had opened. The patient went to the wound clinic. The patient underwent an ipg explant procedure. Additional information was received that the patient was admitted. The explanted ipg was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient had bruising around the implantable pulse generator (ipg) site, accompanied by redness, pain, and discomfort. Additionally, the patients wound at the ipg site had opened. The patient went to the wound clinic. The patient underwent an ipg explant procedure.